Event description:
The distributor in israel reported issues with the smi-02ap, spectrum autopass suture passer , sn # (B)(6), that was experienced on (B)(6) 2021. Information received only indicated that during a rotator cuff repair procedure, the spectrum autopass doesn't work properly. The window of the needle doesn¿t open correctly which make it difficult to the needle to come out with the hifi suture. It is also noted on the complaint form that the needle of the spectrum broken inside the patient shoulder. The procedure was completed with a 10minute delay by using an alternate device. No additional information is available at this time. There is no indication of impact or injury to the patient. The smi-02ap will be listed as a concomitant device on this filing. Additional information received notes the needle broke during the passage of the suture through the muscle. A small piece from the end of the needle broke in the area where the suture was caught in the smi-02ap. Tip of the needle broke in the area of the suture loading and when we noticed this we immediately stopped using it. The additional information received does not impact the reporting determination. This report is still being raised on the basis of malfunction with potential for injury upon reoccurrence as the needle broke in the patient¿s shoulder. The smi-02ap will be listed as a concomitant device on this filing.

Manufacturer narrative:
Investigation of the customer's complaint is inconclusive. The smi-02n needle in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided for the broken needle. The smi-02ap mentioned was returned, however the device did perform as intended, passed all function tests and no fault was found. No broken needle was found inside the smi-02ap. Therefore, the reported failure cannot be verified, and root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised advises the user to inspect the instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) reported issues with the smi-02ap, spectrum autopass suture passer , sn # (B)(4), that was experienced on (B)(6) 2021. Information received only indicated that during a rotator cuff repair procedure, the spectrum autopass dosen't work properly. The window of the needle doesn¿t open correctly which make it difficult to the needle to come out with the hifi suture. It is also noted on the complaint form that the needle of the spectrum broken inside the patient shoulder. The procedure was completed with a 10 minute delay by using an alternate device. No additional information is available at this time. There is no indication of impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the needle broke in the patient¿s shoulder. The smi-02ap will be listed as a concomitant device on this filing.